Event description:
This event was reported as ring explanted after two years implant duration due to mitral regurgitation secondary to mitral valve prosthetic leak. No further information was provided.